Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat pelvic organ prolapse and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a sacrospinous ligament suspension and perineoplasty performed during mesh implantation. It was reported that the patient underwent mesh revision /removal on (B)(6) 2011 and (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis.